Manufacturer narrative:
Device evaluated by simulated use testing and found open circuit. Device repaired and returned to customer.

Event description:
System would not freeze or thaw. Service technician called, unable to correct issue. Case cancelled.